Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient believed the implant was broken because it did not feel "round or circular" like it used to. The cause was determined. The doctor restated that the patient thought the device was broken because of the shape. The hcp sent them and their sone an image of the implant. After viewing the image, they determined it was still in one piece. They ran an impedance test as well and the impedance was good. When asked about resolution the hcp stated that the patient was wanting a removal. They spoke on (B)(6) 2026 and turned the therapy off. The patient was to leave the therapy off for one month and reach back out if they still wanted a removal. The issue had not yet been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the implant in their back was "broken" and they needed to make an appointment with a hcp to have the implant removed. Patient said the implant seemed like it was punching them sometimes and it felt like the implant itself had busted up and broken into pieces. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the removal was scheduled for (B)(6) 2026 but the patient had to cancel. They were in the hospital with atrial fibrillation and would need cardiac clearance. Additional information was received from a healthcare professional (hcp) on (B)(6) 2026. The hcp reported that the patient had not received cardiac clearance and still intended to have the device removed. Surgery had not been rescheduled. The hcp stated that when clearance was received, an appointment would be made. The device was still in use.